Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported on behalf of the customer that on (B)(6) 2018, a (B)(6) year old female had an unspecified procedure using a 206520 duraseal exact spine sealant system. The product was applied using the extended tip applicator (205108) to complete the surgery but the gel was not produced. There was no patient injury but unknown medical revision was required. A fifteen minute delay in surgery was caused by product problem. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.